Event description:
Boston scientific received information that this right atrial (ra) lead had insulation damage and was observed to have been fractured during a device change out. This lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.